Manufacturer narrative:
Ge healthcare will be replacing the anesthesia machine. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit shuts down and reboots. There was no report of patient involvement.